Manufacturer narrative:
(B)(4). A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.